Manufacturer narrative:
The reported event of fitting problem could not be confirmed. The pacer was received in normal working conditions with battery voltage above elective replacement indicator (eri). Electrical and mechanical analysis performed, including inserting known good leads and measuring the header bore, indicated normal device functionality. A longevity assessment was performed and the device was in the normal range of operation with appropriate remaining longevity.

Event description:
During attempted implant, the header of the device could not be connected to the right atrial lead. A different device was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.